Event description:
A malfunction was reported on a pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which was acknowledged and understood.